Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced e-5 and low readings on 270 level. Most likely underlying root cause: poor storage.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 105-110mg/dl fasting. Verified test strips expire 07/24/2017. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: with all results in the meter's memory.

Manufacturer narrative:
(B)(4). Product returned is under evaluation. Most likely underlying root cause: poor storage.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 105-110mg/dl fasting. Verified test strips expire 07/24/2017. Customer's test strips are being stored in the bathroom and opened vial date (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: with all results in the meter's memory.